Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed the spm reset procedure. The fse monitored the battery status in maintenance mode until it showed soc >30%. The fse also performed system verification/test drive. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported while setting up for the case a low battery message and the battery won't stay on. The customer stated the robot was plugged in but died on them while it was plugged in. The customer stated they have a low battery message on the screen and that the battery leds have 1 solid red bar. The customer stated they have tried 3 or 4 different outlets, but the issue remains. The customer found the equipment was plugged into these outlets and was working the psc breaker and epo button was on the on position. The issue remained even with a hard power cycle. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: yes, the ports were placed in the patient when the issue was first identified. The procedure was converted to laparoscopic surgery. The surgery did not result in increasing incisions or adding additional ports. The patient did tolerate the procedure change.

Manufacturer narrative:
The probable root cause is attributed to low battery or battery capacity issues caused by suboptimal battery settings on the psc. System issues related to error messages can be worked through with troubleshooting measures, such as reviewing logs. Error codes like 858/824/816 are an indication of system state. This issue was resolved by performing spm reset procedure and monitoring battery status percent to verify the battery performance.

Event description:
Refer to h11 for follow-up information.